Event description:
Per the clinic, the patient experienced received no auditory benefit from device use, due to extracochlear electrode array placement.the device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The device is not available for analysis.(B)(4).